Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to noise. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Initial testing identified a power supply error and tester errors were encountered. Additional testing was performed, and no further errors were identified. The case was opened and high-powered visual inspection of the hybrid assembly was performed. The solder connections on the high voltage (hv) capacitors were intact and there were no signs of electrical overstress anywhere on the hybrid assembly. Laboratory analysis did not identify a root cause for the single power supply error. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to noise. No additional adverse patient effects were reported.